Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer later stated the person who initially reported the event is no longer at the facility. No further information is available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to fluid invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The issue occurred due to corrosion at the distal end of the scope and the bending section rubber leaking due to a cut. The moisture leak damaged the charge coupled device element which failed the electrical continuity test at ol ohm. The charged couple device shrink tube was split. It was noted that the bending section rubber was non-olympus and it was replaced. There were minor scratches noted on the insertion tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had no image. There were no reports of patient harm associated with the event.